Event description:
Recently rptr has observed in several long term care facilities latex disposable gloves being used which are labeled "not for medical use." The only markings on the box are on the enclosed end flap. The box has no other identification, not even a count. Rptr asks if there is anything wrong with using this product on residents. (*)